Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-femoral artery that was mildly tortuous and non-calcified. During advancement of the whisper guide wire, there was delamination of the hydrophilic coating in the distal portion of the guide wire creating resistance with the internal lumen of the catheter. The guide wire failed to cross due to the interaction with the guiding catheter. During retraction, there was resistance and the guide wire became hydrophobic. Another device was used to complete the procedure. There was no adverse patient effect and the patient was stable. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Unique device identifier (UDI): the UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number were not provided. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, it was confirmed that no hydrophilic coating or polymer came off the guide wire; nor was left in the patient anatomy. The physician does not remember the date of the event, vessel information or patient information as he does not remember the details of the event. No additional information was provided.